Manufacturer narrative:
The screw was returned and visually inspected. It was found to be completely severed into two pieces; it was severed at head. There was some wear damage noted on the surface of the screw. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw fractured. The fragment was successfully removed from inside the implant.